Manufacturer narrative:
The specimen was serum. Qc on the day of the event was within lab-established ranges, but the ranges are too wide and the qc did exhibit recovery that was too low. A field service engineer (fse) evaluated the instrument and found no issues. As a preventive measure, the fse replaced the electrolyte injection cup (eic) valves. Ise health checks passed specifications. Although the customer believes the issue was related to laboratory temperature at the time of event, a clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low sodium (na) results generated by the unicel dxc 600i synchron access clinical system. Results were reported out of the lab. It is unknown how many patient results were affected. The customer only provided the report from one patient. The sample was repeated with higher results, and the results were amended. The customer only repeated na, it is unknown if other ion selective electrode (ise) analytes were affected. Patient treatment was not initiated or withheld based upon the low results reported.